Manufacturer narrative:
Review of the device history records for the tibial component were reviewed with no deviations or anomalies identified. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr-flex and lps-flex package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and tibia loosening.